Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's catheter was fractured when they had attempted to remove it. The intrathecal portion of the catheter remained in the patient's intrathecal space. It was also reported that the patient had an abcess of the pump incision. The hcp had planned to explant pump and possibly the catheter as well. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.